Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 75-85% stenosed, 8mm x 2.25-2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire was advanced to the lesion, pre-dilatation was performed with a 2 x 6 non-bsc balloon catheter resulting to 30-40% residual stenosis. A 12 x 2.50mm taxus¿ liberté¿ drug-eluting stent was advanced but difficulties were encountered while advancing the device distally due to a great resistance. Pre-dilatation was performed again and when the physician attempted to take the taxus¿ liberté¿ stent, it was noted that the distal portion of the stent strut was lifted. Another 12 x 2.50mm taxus¿ liberté¿ drug-eluting stent was deployed and following post-dilatation with a 2.75 x 9 non-bsc balloon catheter, the procedure was completed. No patient complications were reported and the patient's status was stable.